Event description:
A customer contacted global technical services (gts) regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of their fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice pro (hcp) during use, during drain 1 of 3. The home patient (hp) stated that during therapy, they also received some low drain volume alarms. The technical service representative (tsr) reviewed the cycler programming. The cycler was set to continuous cycling peritoneal dialysis (ccpd) therapy. The total volume was set to 11500ml. The fill volume was set to 2500ml. The last fill volume was programmed to 1500ml. The dextrose setting was set to same. The machine was set for four cycles. The tsr then reviewed the therapy log. The initial drain volume equaled 1261ml. The last fill volume equaled 1499ml. The total fill volume equaled 10015ml. The total drain volume equaled 13107ml. The total ultrafiltration (uf) equaled 3092ml. The cycle 4 uf equaled 149ml, the cycle 3 uf equaled 2706ml, the cycle 2 uf equaled 303ml, and the cycle 1 uf equaled -66ml. There were no bypasses. The tsr explained the therapy and the hp had no complaints, but stated that he had missed the day time exchange. The tsr advised the hp to let the rn know about the alarm. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain alarm. The rn stated the patient did not make the clinic aware of the alarm. Product surveillance explained the alarms meaning, and that the patient reportedly did not perform their manual exchange that day and was receiving low drain volume alarms. The rn stated she would follow up with the patient. As far as the rn knew, the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's disposable products. No further information was available.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.